Event description:
Customer reports to have experienced keypad anomaly. Customer was in training with diabetic care management and found that act button on insulin pump was not working right out of the box. Customer's blood glucose was 475 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly noted during our visual inspection. However, the insulin pump received with black shadow on the display. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.